Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that touchscreen was unresponsive. Additionally, it was reported that bolus was not delivering accurately. Blood glucose was in the 400's (mg/dl). The customer declined to troubleshoot with tandem technical support or provide further information.